Event description:
Electric leakage while charging [device power source issue]. Case narrative: consumer stated that her oral b electric toothbrush caused a short circuit at home due to electric leakage while charging. No injury was reported.

Manufacturer narrative:
23-apr-2025-complained product will not be not available.